Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the three pump heads would not communicate with the system. A red "x" appeared on all three of the pump head icons and generated an alarm. The device was not changed out. There were no reported adverse consequences to a pt as a result of this event.